Event description:
Received a copy of the customer's medwatch report from the customer, which states "IV fentanyl was running on IV pump. Rn noticed a puddle on the floor under the pump. Upon inspection, a small hole was found at the top of the pump tubing that inserts into the pump. An unknown amount of fentanyl was wasted onto the floor and the patient did not receive pain medication for an unknown period of time." The intended procedure is listed as "infusion of IV sedation for ICU patient". There was no report of any patient harm. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.